Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinusitis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A patient received injections of 2 applications of harmonyca¿ with lidocaine from the 1st batch, 2 applications from the 2nd batch, and one application from the 3rd batch of harmonyca¿ with lidocaine in the cheek region which went up a bit towards the temples. All the batches of harmonyca¿ with lidocaine were applied on the same day. The patient reached out to the hcp because their face on the right side of the zygomatic region was swollen. The hcp prescribed the patient predsim 20 mg. The patient recently contacted the hcp again and reported that their face became swollen again, their eye almost does not open and they are in pain. The healthcare professional (hcp) reported that they performed the injection with harmonyca¿ with lidocaine and the patient reported swelling. So, the healthcare professional recommended that the patient go to the hospital for evaluation and treatment management of abscess with possible assessment of cellulitis. Hcp recommended a protocol of 2 grams of ceftriaxone every 12 hours IV associated with clindamycin 600mg every 8 hours IV, and monitoring with a blood count for leukocyte count to control the infectious condition. Additionally, the patient¿s family member reaches out to report the condition of a possible late reaction related to the harmonyca¿ with lidocaine. The patient had the product applied for the second time last year about a month ago and then began to experience progressive facial swelling. Facial edema in the area near the eye. Initially, they believed it was sinusitis, which is why they contacted hcp responsible for the application. The hcp prescribed corticosteroids and advised some home care/procedures. Last week the patient was sent to the emergency room for evaluation due to local pain and persistent symptoms. The patient was then sent to the hcp who performed the procedure. Currently, the patient has two broad-spectrum antibiotics, but the swelling persists. The patient may possibly have an infectious process or inflammatory reaction associated with the product.